Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that on several occasions, the system would freeze up during surgery. The staff had to manually shut down and reboot. However, after reboot, the system would freeze again. The system was switched out to complete surgery. There was no patient harm.